Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Patient was brought into the clinic and programming changes were made. Post programming changes patient did have one episode of non-sustained rv oversensing issue. Patient was asymptomatic and will continue to be monitored remotely via merlin.net transmission.